Event description:
Boston scientific received information that during a routine follow-up, this patient¿s left ventricular (lv) lead was found to not be capturing and partially dislodged. The lv tip pacing impedance measurement was noted to be more than 2000 ohms in all configurations which led the physician to believe the lead might be fractured as well. Additional information made available from the field indicated that the dislodgement was confirmed through x-ray and that the specific location of the fracture was unknown. There was also no noted asystole due to the loss of capture. The lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lv lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.